Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch penlet ii lancing device does not fire the lancet. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time unknown). The patient tests five times a day and manages her diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the reported lancing device issue. On the morning of (B)(6) 2012 (15 hours after the alleged issue occurred) the patient reportedly developed symptoms of thirst and frequent urination and as a result, the patient reportedly administered a total of 12 units of insulin as self-treatment (4 units more than her normal dose). At the time of troubleshooting, the csr noted the patient has had the subject lancing device for 8 years and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged lancing device issue began.